Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The device information for the patient's ipg is unknown. It was reported the patient (spain) had lost therapy due to the extension being coiled/twisted which also led to the ipg being disconnected. As a result, the patient's extension was explanted and replaced. Sjm does not have a similar device related to the extension that was explanted and replaced. Also, the extension that was explanted and replaced is not approved for use in the united states of america.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed therapy was restored post-op.